Event description:
It was reported that during a treatment procedure, a balloon rupture occurred. The physician advanced a 8.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to an undisclosed atms and ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).